Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 415 mg/dl. Customer called to link her new transmitter to the insulin pump. Customer did a correction of 2.5 u insulin for her high blood glucose. Customer was offered troubleshooting but they declined and said she will be fine. The insulin pump will not be returned for analysis.